Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "low power" could not be confirmed. The device was received in a condition making the evaluation impossible. If additional information is received, a supplemental report will be submitted. (B)(4).

Event description:
Report received from the USA stating that the device "was running hot" during surgery. It is known that the device was being used during surgery, however no patient or user injury occurred. It is unknown if a delay in the surgical procedure occurred as a result of the device issue. There was no additional information provided.